Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was receiving no delivery alarm. Customer was due to change his infusion set and the pump kept giving him a no delivery alarm. Customer's blood glucose was 118 mg/dl at the time of the incident. Troubleshooting was performed and the customer stated that the insulin did not exit. Customer stated that he was unable to troubleshoot for a potential reservoir and infusion set issue at this time. Customer stated that this is the second set and it wouldn't work when he tried using the plunger. Customer was advised to do a complete set change as soon as possible. Customer has no more insulin in the reservoir and is a brittle diabetic. Customer stated that he does not have a back-up plan. Customer was asked to return the reservoir and infusion set. Customer was advised that the pump was functioning as designed but he needed to change the reservoir.